Event description:
It was reported that a new user experienced hyperglycemia after a meal announcement while using the ilet system; the user changed infusion supplies as a precaution and did not observe issues with the infusion set, and blood glucose subsequently returned to range. Customer care provided support that included a review of device use, user-reported troubleshooting steps, and educational guidance on early pump adaptation. Investigation of this case revealed no confirmed device malfunction and that the event was consistent with use during initial adaptation of the automated insulin dosing algorithm. No symptoms associated with elevated blood glucose. Outcomes included no medical intervention, no hospitalization. It was concluded that the cause of the hyperglycemia was unclear and that the device operated as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.